Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to inquire about new product. During the phone call, the customer's blood glucose reading was 36 mg/dl. The customer stated that they treated the low blood glucose by drinking two glasses of orange juice, eating a piece of watermelon and having breakfast. The customer declined troubleshooting. During the call the customer also reported being hospitalized a couple of years ago due to low blood glucose reading of 40 mg/dl. The customer passed out and the paramedics were called by the sister in law of the customer. The customer stated that they took two shots of insulin instead of one shot. No further information was provided.